Event description:
It was reported to co that the physician had a problem with a coil that jammed in a catheter. The catheter was returned with this coil pusher which was found to have broken when examined. The fact that the device had broken was not reported in the original report. The pt was not effected by the event.